Event description:
On (B)(6) 2011, pt reported he has to press the menu button very hard for the infusion device to respond. This was noticed on (B)(6) 2011, and the infusion device had been in use since (B)(6) 2011. The menu button is flat, and the infusion device was not dropped. All other buttons work as intended. The menu button was tested during call and worked as intended. Pt was advised to call with further concerns. F/u was provided on (B)(6) 2011 by clinical specialist. Pt reported the menu button continues to work intermittently. The menu button has to be pressed several times and in a certain way for the infusion device to respond. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.